Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the patient's device may have a connection issue which is causing high right ventricular (rv) lead impedance. The device remains in use. No patient complications have been reported as a result of this event.